Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 462 mg/dl.